Manufacturer narrative:
The investigation for the reported pump stop issue has been completed. The product was returned, and the issue was not confirmed. The field data logs were reviewed, and impella stopped ¿ motor current high alarms were confirmed. The returned pump was visually inspected, and no abnormalities were noted. The pump was plugged into a console and ran at p-9 with no issues. Based on the provided information that the pump stopped, was cleaned, and was able to be restarted, the root cause of the observed pump stop was most likely ingested biomaterial. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary insertion was implanted with an impella 2.5 device for mechanical circulatory support. The impella 2.5 was placed into left ventricle without any issues, pump starts and stopped suddenly, because of high motor current. Attempt to restart failed. Explantation of the impella and cleaning outside the body. Start of impella in sterile field into water. This was successful. Re implant of impella and start again with no issues, finish procedure with the device without any further problems.